Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that the button presses may be delayed or fail to respond if pressing too rapidly on buttons. The customer stated numbers ramping or the scroll bar was not moving up or down with no input from the user as up or down button may be stuck. Customer stated that he buttons now responding. Customer experienced high blood glucose level. Customer blood glucose level was 349 mg/dl. The customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis